Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion (bd) error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted there was audible tones. Technical services (ts) discussed disabling beeper with health care professional (hcp). The hcp noted this s-ICD is not being replaced. This s-ICD remains in service. No adverse patient effects were reported.